Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a perforation of the right atrial (ra) lead occurred. A pericardiocentesis was carried out and the ra lead was explanted. A second ra lead was attempted which exhibited undersensing of p-waves and fibrillation waves. A third ra lead was then attempted which also did not sense p-waves and fibrillation waves. The third ra lead was successfully implanted and remains in use. No further patient complications have been reported as a result of this event.